Event description:
It was reported that during a reductory gastroplasty procedure, the device locked and did not staple during the gastroenteroanastomosis. The reloads were changed, but the device did not work at all. It was necessary to perform another anastomosis. No further information was provided. The patient is in good condition. There was no adverse patient consequence.